Manufacturer narrative:
H3) the indicator panel was returned to the manufacture for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The panel indicator failed bench test. Continuity was intermittent due to loose wires. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the image acquisition system (ias) front panel assembly was replaced. A system checkout was performed and the system was working as intended. (B)(4). The indicator panel was returned to the manufacture for analysis and is under investigation at this time. (B)(4). The system control board was returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed because the board was returned unused. (B)(4). The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the sites system was losing communication with the mobile view station (mvs) and system intermittently. It was known that when moving the system around at all t hey would lose communication. No patient was present at the time of the event.